Manufacturer narrative:
Sections with additional information as of 30-mar-2023: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: returned product was forwarded to supplier quality to contact the manufacturer. Manufacturer's investigation has been completed and root cause selected. No abnormalities observed with returned and retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus pen needles. Husband is calling on behalf of the customer. Consumer reported complaint the 31g pen needles did not dispense the insulin. Husband stated that customer is wasting insulin due to this issue. Customer had purchased two boxes, same lot number; the second box is unopened. Customer stated the package had not been open or damaged when received. Customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation: 1 box of true plus pen needles 31g and 1 bag of loose true plus pen needles. Complaint was forwarded to supplier quality based on complaint's description for investigations. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Returned product pending investigation. Most likely underlying root cause: mlc-009: use error caused or contributed to event note 1: manufacturer contacted customer in a follow-up call on 30-jan-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated they would send the defective products back the following day. Note 2: manufacturer contacted customer in a follow-up call on 31-jan-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is waiting for reply from supplier regarding refund and requested manufacturer assist. Information was forwarded to manager. Note 3: manufacturer contacted customer in a follow-up call on 01-feb-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial issue has been resolved.